Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. Additionally, no on-site evaluation was performed by a fresenius field service technician (fst). Investigation determines that there was causal relationship between the objective evidence and the alleged event; the alleged event is confirmed. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was confirmed and was due to a failure to follow instructions.

Event description:
A biomedical engineer reported that the ultrafiltration (uf) pump on a fresenius 2008t hemodialysis (hd) machine kept pulling fluid off the patient, even after the uf goal was reached during dialysis treatment mode. The biomedical engineer reported that the uf functionality on the hd machine was working correctly. More than the correct amount of fluid was removed from the patient during treatment. The machine did alarm during the treatment. The staff noticed the issue right away. The treatment was cut in length by 20 minutes. The patient¿s uf goal, rate and time were not adjusted. The uf was not turned off during treatment. A rinse back was carried out. The patient did not have any complaints or symptoms related to the reported event and no additional treatments were required. The patient's weight gain from the previous treatment was 3.0 liters. The patient's goal for this treatment was set to 3.5 liters and the scheduled treatment length was 3.5 hours. The machine pulled 2.4 liters and it was reported that the patient's goal was matched. Same scale was used for pre and post weight. The patient had candy, juice and vitamins during treatment. Following the event, the biomedical engineer reset unspecified boards and calibrated the uf. The machine is back in service and there are no parts available to be returned for analysis.

Event description:
A biomedical engineer reported that the ultrafiltration (uf) pump on a fresenius 2008t hemodialysis (hd) machine kept pulling fluid off the patient, even after the uf goal was reached during dialysis treatment mode. The biomedical engineer reported that the uf functionality on the hd machine was working correctly. More than the correct amount of fluid was removed from the patient during treatment. The machine did alarm during the treatment. The staff noticed the issue right away. The treatment was cut in length by 20 minutes. The patient¿s uf goal, rate and time were not adjusted. The uf was not turned off during treatment. A rinse back was carried out. The patient did not have any complaints or symptoms related to the reported event and no additional treatments were required. The patient's weight gain from the previous treatment was 3.0 liters. The patient's goal for this treatment was set to 3.5 liters and the scheduled treatment length was 3.5 hours. The machine pulled 2.4 liters and it was reported that the patient's goal was matched. Same scale was used for pre and post weight. The patient had candy, juice and vitamins during treatment. Following the event, the biomedical engineer reset unspecified boards and calibrated the uf. The machine is back in service and there are no parts available to be returned for analysis.